Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and as a result, he experienced pallia, dizziness, sweat and a loss of consciousness, requiring treatment of glucose pill by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visually inspected the sensor plug assembly and no failure modes were observed. The sensor was activated with a known good reader and a linearity test was performed. A low glucose alarm was successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and as a result, he experienced pallia, dizziness, sweat and a loss of consciousness, requiring treatment of glucose pill by a third party. There was no report of death or permanent injury associated with this event.